Event description:
It was reported that the device exceeded the maximum temperature rise in a quality assurance test, which could indicate the device overheated or may overheat. There was no medical/surgical procedure involved at this time, so no pt involvement.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details, the likely cause of the temperature rise was problems with the driveshaft assembly, rotor assemble, and bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.